Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2 mm vicmo13.2 implantable collamer lens of -3.00 diopter was implanted into the patients left eye (os) on (B)(6) 2024. The patient experienced excessive vault. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.